Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: 5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's daughter reported that the patient had recently started using the omnipod 5 system and had been using the product for only a few days before experiencing a medical event that led to hospitalization. The daughter noted that the patient has multiple existing medical conditions, including thyroid issues and liver damage, which may have contributed to the hospitalization. She stated that the patient was taken to the hospital at the beginning of december and remained hospitalized for over a month, with discharge occurring on tuesday, on (B)(6). The specific date of event was not provided. The date of event on this report was updated to december 10, 2025, as an approximate hospital admission date. The symptoms reported at the time medical attention was sought included nausea, dizziness, and high blood glucose levels. No specific blood glucose levels were provided. The daughter stated that the diagnosis involved multiple medical issues, including liver damage and elevated blood glucose. Specific treatment details were unavailable, as many tests were reportedly performed during the extended hospitalization, and the daughter was unable to provide additional information. The daughter did not recall seeing any alerts or messages on the controller at the time of the events. No further information was available.